Event description:
The customer reported that they heard an arcing sound coming from the tube, followed by an over voltage error message displayed on the system. The system required a reboot to regain system functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cables were cleaned and regreased. The system was then found to be operating as intended.